Event description:
The hospital reported that during an endoscopic vessel harvesting procedure during the ligation phase, vasoview hemopro 2 c-ring broke. No components of the device detached into the tunnel/inside of the patient based on visual inspection. A new device was opened to complete the procedure after a delay. No patient injury reported.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/25/2024. An investigation was conducted on 03/28/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the hot and cold jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed on the harvesting device. The c-ring was partially retracted, with one part of the c-ring retracted and the metal arm of the c-ring extended. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed on the cannula. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000371614 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.